Event description:
Clinical study. It was reported that 347 days after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.25mm, 90% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.75x32mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. Three hundred forty-seven days after the initial procedure the patient required a tvr. The physician successfully placed a johnson & hohnson cypher stent in the proximal left anterior descending artery. The patient was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is probable and there was in-stent distal edge stenosis.